Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the brackets inside the control panel will not hold pc board in place. The light on the pc board worked but could not be visibly seen on the control panel